Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or additional information becomes available, it will be reported with a supplemental report.

Event description:
It was reported, a female underwent a revision surgery due to the nail fracturing 4 months post op.